Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint of fast battery depletion was verified. Upon receiving the device was completely depleted. The device was charged in one charge cycle and it was linked to a test remote control. The battery measured 3.93 volts. This verified the device is capable of being fully charged with a proper charging method. The ipg passed the functional test. However, internal inspection revealed that ipg exhibited excessive sleep current leakage (206a). The exact component that's causing the high current draw couldn't be determined since the thermal camera couldn't detect a hot spot. The battery discharge log shows some signs of fast battery depletion. The reported complaint states that patient had a surgery since his stimulator was placed but he isn¿t sure if electro cautery was used.

Event description:
A report was received that the patient's battery was draining too quickly. Database analysis showed some signs of fast battery depletion. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's battery was draining too quickly. Database analysis showed some signs of fast battery depletion. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient's battery was draining too quickly. Database analysis showed some signs of fast battery depletion. The patient will undergo a revision procedure.